Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the auxiliary illuminator was not working prior to a surgical procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The customer reported light in the auxiliary illuminator of the system was not working. The company service representative examined the system. The auxiliary illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on september 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).